Event description:
A report was received that stated that a pt received insufficient local anesthesia when the suspect medical device was used. It was necessary to place pt under general anesthesia during the procedure. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.